Manufacturer narrative:
Correction: manufacture and expiration date was corrected. Analysis of photographic images: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Although a thorough investigation is limited without the return of the device, pictures of the inflow and the outflow of the explanted valve were provided. A review of the outflow aspect of the valve indicates a prolapsed leaflet. In addition, one stent post appears to be bent/deflected outward. In the absence of the returned device, the degree of perceived stent post deflection and the potential causes cannot be concluded. As part of medtronic¿s manufacturing process, valves are tested for appropriate coaptation on a coaptation tester. This consists of subjecting the leaflets to a closed position under an appropriate amount of pressure. Once in this state, the leaflets are inspected to ensure that there was no overlap of adjacent leaflets (prolapse). Additionally, the stent was inspected to verify that there is no irregular bending of the stent posts. Valve prolapse is identified as a potential failure mode in the risk analysis documents, resulting in the potential effect of regurgitation. (B)(6).

Manufacturer narrative:
Product return has been requested, however, not received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Our investigation into this issue is ongoing. Upon product return, additional information provided, or completion of our investigation a follow up report will be submitted. (B)(4).

Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited regurgitation on echocardiogram. At explant, there was a prolapsed leaflet. The valve was replaced with a non-medtronic valve with no adverse patient effects reported. It was reported that the valve would be returned for laboratory analysis, upon release from hospital investigation. Additional information has been requested from the surgeon, however, not been received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.